Event description:
As reported, there was increased friction on insertion and removal of a 6f 10cm sw rain catheter sheath introducer (csi) and it was so apparent that the coating felt as if it was not present. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18137399 presented no issues during the manufacturing process that can be related to the reported event. The event date is unknown; if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, there was increased friction on insertion and removal of a 6f 10cm sw rain catheter sheath introducer (csi) and it was so apparent that the coating felt as if it was not present. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 18137399 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿csi-insertion difficulty¿ and ¿csi-withdrawal difficulty¿ could not be confirmed. Handling factors such as not adequately activating the hydrophilic coating may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing. Soak the csi in sterile heparinized saline or similar isotonic solution to activate the hydrophilic coating. If using a hydrophilic access wire, soak the wire as well to activate the coating.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.